Manufacturer narrative:
Analysis found that the device had excessive heat. Temperature test result were point 1:119°f point 2:120°f point 3:113°f. The device was too dirty and did not pass hi-pot test. The bearing was corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported that the device had excessive heat during setup. There was no patient involvement.